Event description:
Loss of osseointegration, no thread tap used, primary stability was achieved, implant achieved osseointegration, implant was completely covered by bone, mobility. Loosening after primary (???) Open healing. Little inflammation.